Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contact philips healthcare to report that the monitoring port connector pin holes are disfigured and discolored. There was no reported patient involvement.